Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 275cc gel breast prosthesis that ruptured post implantation. The patient reported that a mammogram found that her left breast prosthesis is ¿broken¿. Rupture of the left breast prosthesis was later diagnosed by a healthcare professional. As a result, the patient is scheduled to undergo explantation and replacement with an unspecified breast prosthesis on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).